Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's battery would not hold a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient's revision was cancelled due to possible urinary tract infection (uti). It was noted that the physician confirmed that there will be no schedule for revision at this time and the physician believed that the patient's ipg was in hibernation.

Event description:
A report was received that the patient's battery would not hold a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's battery would not hold a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.